Event description:
It was reported that the tandem-provided usb cable was damaged and the pump could not be charged. There was no reported impact to the customer's blood glucose level. The customer was able to successfully charge the pump with a secondary usb cable.